Event description:
Hardware was placed last year. Earlier this year the patient presented with complaints of back pain that had increased for the last month. CT done and showed a fractured screw and the possibility of another. The patient was taken to surgery and the defective hardware was removed.